Manufacturer narrative:
Correction: the correct "explant date" is (B)(6) 2017, not (B)(6) 2017 as initially reported.

Manufacturer narrative:
This report is submitted on march 16, 2017.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2017 due to poor performance with device use. The patient was re-implanted with a new device during the same surgery.